Manufacturer narrative:
Angiogram was received on july 16 and analyzed by medinol's interventional cardiologist as follows: the cx is diffusely diseased. The cx appears dominant with 2 large marginal branches. Significant lesions are present in the proximal and mid segments. A critical stenosis is present before the 2nd marginal/lpda. There is a 70% lesion in the ostial m1. A wire is passed towards the lpda. An 3x33 elunir stent is seen in the proximal cx. It appears that the stent balloon has partially (approximately 10 mm) been pulled back from the stent. The stent is inflated in the proximal cx, it appears well deployed. A final angiogram is not provided. The angiogram images do not give a full explanation for the partial dislodgement observed the pulling back of the balloon happened before inflation. The doctor was positioning the stent when it partially slipped off the balloon. Evidently, the securement was not enough. Instruction for use (IFU) review, performed on july 22, 2020 indicated:"no deviation form IFU was reported" following the investigation, the nature of the complaint was reclassified from 'stent, dislodged, in patient', which is classified as a 'severe' hazard, to 'stent, inaccurate placement, in patient', which is classified as a 'moderate' hazard to the patient. Therefore, this case was re-evluated and determined to be a non-reportable event. Device history record (DHR) review, performed following classification update indicated the device was supplied meeting specification.

Event description:
Additional information received from distributor on july 16 : the dislodgment occurred at the lesion. The stent was deployed with the original nc balloon close to the lesion but not the in most ideal position according to the physicians. The distal part of the stent was deployed with another balloon. The cause of the dislodgement is unknown. There were no difficulties the physician tried to overcome. The lesion was not very tortuous or calcified. The immediate actions before the dislodgement which may have exerted forces on the stent are unknown.

Manufacturer narrative:
Device history record (DHR) review, performed on (B)(6) indicated the device was supplied meeting specification.

Event description:
The 3.0mm x 33mm elunir des detached from the balloon before inflation while the operator was adjusting the position of the stent in the lcx, which was not very calcified and tortuous. The operators eventually deployed the stent due to the detachment.